Manufacturer narrative:
(B)(4). Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) fiber broke. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was versapulse 100w. According to the complainant, during the procedure and inside the patient, the fiber body broke during deflection of the scope. The break was still attached together with the cladding and nothing was detached inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "case completed according to surgeon expectation".

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degrading. The fiber received was broken into two pieces. The first piece measured approximately 47 cm. The second piece measured approximately 263 cm. There was no damage noted to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break. As a result, effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 10, 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was versapulse 100w. According to the complainant, during the procedure and inside the patient, the fiber body broke during deflection of the scope. The break was still attached together with the cladding and nothing was detached inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "case completed according to surgeon expectation".